Event description:
It was reported that the end of the peel away sheath broke off. No other information was provided. Additional information provided 09/12/2024: it was reported, "this was not actually a case of a product malfunction with the peel-away sheath or any other part of the kit. This was discovered as a user error."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be use related. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed damage on the distal tip of the sheath. The dilator was observed to be partially withdrawn from the sheath. Subsequent follow-up with the customer indicated this damage was discovered to be due to user error. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the end of the peel away sheath broke off. No other information was provided. Additional information provided 09/12/2024: it was reported, "this was not actually a case of a product malfunction with the peel-away sheath or any other part of the kit. This was discovered as a user error."